Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, the pump did over infuse. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was over infusing. Mmdg followed up with the initial reporter who stated that they could not provide any additional information about the complaint. (B)(4).